Event description:
Could not breathe [dyspnoea]. Case description: this spontaneous report received from the united states and reported by a friend of a consumer as "could not breathe". It concerns a pt (gender: male, age: unk) treated with novolin 70/30 (insulin human) (drug first dose unk, drug use unk) with two novopen 3 devices (insulin delivery device) (duration unk) for "insulin dependent diabetes mellitus". Medical history included pneumonia. A man reported that in 2007, his friend had difficulty breathing/could not breathe and the emergency medical services (ems) were called to his home. It was unk whether the pt received treatment by ems. He was taken to the emergency room and was admitted into the hospital that same day. The pt may have received treatment in the hospital, but the reporter did not know the exact details of treatment. Six days later, the pt passed away, but the cause of death is unk. The reporter did say that the pt had received a cortisone injection in his back, but the date, indication for use and dose of the injection are unk. The reporter stated that it was unk whether his friend's death was related to the products in question as there could have been multiple reasons for his death since his had a prior medical history of pneumonia. Furthermore, the reporter mentioned that the pt could have had medical history that the reporter was unaware of, such as a possible infection, cancer, kidney disease, etc. An autopsy was to be performed the following day, but the results were unk at the time of this report. Reportedly, there were two novopen 3 devices in use at the time of the event and both contain a cartridge of novolin 70/30 with different expiration dates. The reporter initially though that the insulin may have been expired, however, the expiration dates on both cartridges in the devices were checked and neither one of them were expired when the pt was using them. The reporter also mentioned that his friend was on an oral diabetic medication (name unk) and other concomitant medications were unk. No changes in the man's diet or activity level were reported. The overall outcome was reported as "fatal". The devices and insulin will be returned for testing. Reporter's causality: unk. Novo nordisk's causality: reportable. Comment: company comment: as only limited info is available it is not possible to assess a cause and effect relationship.